Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection of the bladder revealed that there were markings located on the exterior surface of the bladder near the rupture line. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor's bladder ruptured. The rupture occurred when the device was manually being filled with an unknown syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.